Manufacturer narrative:
(B)(4). Results: mi and revascularization.

Event description:
An endeavor spring rapid exchange (rx) drug eluting stent was implanted in the proximal lad during index procedure. Approximately 6 weeks post index procedure, there were two endeavor sprint (rx) implanted in the 1st right posterolateral during a staged procedure. Patient was asymptomatic/free of symptoms at 30 day, 1 year and 1.5 year follow-ups. It is reported that the patient suffered an acute stemi approximately 23 months post index procedure. It is reported that it was a q-wave mi, located in the posterior, lateral involving the target lesion. Investigator has indicated that the event was related to the study device. It is reported that there was a revascularization carried out one day later and there was another brand stent implanted in the 1st right posterolateral. Patient was asymptomatic/free of symptoms at 2 year follow-up. (Ref. MFR # 2953200-2011-00332 and 2953200-2011-00333).